Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the compounding pharmacy made an error and the pt was overdosed. Interventions were done as soon as the error was identified. The physician reported that the pt was fine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.